Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, one of the jaws disengaged into the pt's cavity. The surgeon retrieved the component without incident.

Manufacturer narrative:
Our evaluation of the device found a damaged portion of the jaw component. The material was examined and no material flaws were found. No other apparent discrepancies were observed in the MFR of the device. For these reasons, we could not reliably determine the exact cause of the difficulty reported.